Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.